Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the upper buttocks, which is off label usage of the device.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient experienced a sensor error lasting over three hours. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2020. The patient had ketones of 4.2 mmol/l and a blood glucose of 14-15 mmol/l. No symptom information was reported. It was stated that medical intervention had occurred; the patient went to the hospital and was sent home the same day, however, they declined to provide any details of treatment or any other patient or event information. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.